Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2006.according to the complainant, the patient experienced complications from the defective mesh requiring additional medical care and treatment and/or surgical intervention.all other information, including the patient's current condition, is unknown and reportedly unavailable.